Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: the product leaks when flushed, even with all parts connected securely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21125086 d4: medical device expiration date: 2024-12-04 h4: device manufacture date: 2021-11-25 d4: medical device lot #: 21116378 d4: medical device expiration date: 2024-11-30 h4: device manufacture date: 2021-11-24 h6: investigation summary one sample was submitted for quality investigation. The customer complaint of leakage was not verified by inspection. Evaluation of the connection sets were conducted by connecting the sets to a syringe and flushing each connector set with water. There was no indication of leakage at any of the connections made. A device history record review for model mz5307 lot number 21116378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. A device history record review for model mz5307 lot number 21125086 was performed. The search showed that a total of 6,403 units in 1 lot number was built on 04dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the reported failure could not be replicated on the samples submitted. See h10.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: the product leaks when flushed, even with all parts connected securely.